Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® sst blood collection tubes hemolysis occurred in 2 patient samples. Patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the yellow tube. It was found that this batch of yellow tubes had more hemolysis during use, and there was no hemolysis after changing the batch.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, 10 retention samples of the incident lot were selected from bd inventory and tested for draw volume and 30 retention samples were tested for additive amount. All testing was satisfactory. In addition, further testing of retention samples were tested. Bd was unable to duplicate or confirm the customer¿s indicated failure hemolysis because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was not confirmed for hemolysis. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with a bd vacutainer® sst blood collection tubes hemolysis occurred in 2 patient samples. Patient impact was not reported. The following information was provided by the initial reporter, translated from chinese to english: the yellow tube. It was found that this batch of yellow tubes had more hemolysis during use, and there was no hemolysis after changing the batch.